Event description:
The customer reported that a hysterectomy procedure was extended by more than 30 minutes because the device jaws were sticking and the blade would not retract. There was no tissue damage or unanticipated bleeding, and no injury tot he patient.

Manufacturer narrative:
(B)(4). Date of initial report : 02/23/2015. To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.